Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "postoperative bone fracture and pain."

Event description:
It was reported patient underwent total hip arthroplasty (B)(6) 2013. Subsequently, a revision procedure was performed (B)(6) 2013 due to femur stress fracture around the stem. The stem and head were removed and replaced.